Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). Quality control (qc) was within specification on the dates the event occurred. A siemens headquarters support center (hsc) specialist reviewed the instrument data which indicated the customer incorrectly interpreted and reported negative flagged results as positive. As per the dimension operator manual, results with "abnormal reaction flag" are not reportable. The operator manual gives guidance on how to troubleshoot a result with an abnormal reaction flag to determine if the result is a <0.017 ng/ml result or if there is an interference or instrument issue. The cause for the operator to report result with "abnormal reaction flag" on one patient sample is due to a user error. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A patient went to the emergency room (ER), with chest pain. The patient was drawn and the sample was tested for cardiac troponin (tni), resulting negative and flagged "low, abnormal reaction" on a dimension exl with lm instrument. The sample was repeated on alternate dimension exl instrument, resulting negative and flagged "low, abnormal reaction". This result was not reported from the instrument to the customer's laboratory information system (lis). The customer reported the original result manually transcribed as positive. The patient left before the result could be reviewed by the physician(s). Two days later, the patient went to (B)(6) clinic for chest pain and sinus problems after which, the physician reviewed her original tni results and requested a redraw. The redraw resulted negative with flagged error message both on the original dimension exl and the alternate dimension exl instruments. A siemens technical support center (tsc) reviewed the instrument data with the customer that indicated the results were invalid and should not have been reported. The customer contacted the physician(s) and a corrected result of not valid was reported to the physician(s). It is unknown what the correct tni result is for this patient. There are no reports of patient intervention or adverse health consequences due to the tni results.